Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (msc) tip cover slid off during use. The instrument was removed and replaced with a backup. The customer continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip cover accessory was analyzed, and the complaint was not confirmed by failure analysis. The tip cover was placed on an in-house golden monopolar curved scissors (mcs) and placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The tips opened and closed properly. The tip cover remained tightly in place and did not fall off. No product issue was identified. The mcs tip cover exhibited localized melting, which is indicative of arcing. The thermal damage hole was 0.955" from the proximal end where the instrument inserts.